Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on cgm. Paramedics were called and assisted by giving customer glucose and carbohydrates to address issue. Customer was transported to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU). Reportedly, the customer acknowledged the low bg was not due to pump or supplies, but due to their failure to eat when they needed to. Customer was treated with glucose in the ICU which reportedly resolved the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.